Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as is showed pacing inhibition, over sensed noisy signals and pacing impedance, high, out of range. A new ra lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.